Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 520 mg/dl. Elevated blood glucose was addressed with a manual dose injection. Reportedly, the customer was using admelog brand insulin, tandem technical support educated the customer this is off label insulin use. The customer changed the cartridge and resumed insulin therapy.